Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman truseal access system (was) were selected to be used. The patient was under general anesthesia. During the procedure, transesophageal echocardiography (tee) images showed a small pericardial effusion around the circumference, mainly on the posterior aspect of the heart. Access was obtained in the right femoral vein, and a non-boston scientific (bsc) french press was inserted for transseptal access under tee guidance, with position in the mid/mid area of the fossa. A non-bsc j wire was advanced through the sheath into the left pulmonary vein. The sheath was exchanged for the was truseal. A pigtail catheter was inserted through the was sheath, and an angiogram of the appendage was obtained. A 31mm closure device was selected, prepared and deployed in the laa with a singular deployment without difficulty. Measurements were obtained and sizing and position were acceptable; the closure device was released. Post effusion check was performed, and a larger posterior effusion was noted that appeared to cause diminished left ventricle (lv) filling. The patient's blood pressure remained stable. A pericardiocentesis was performed under ultrasound and x-ray guidance. A total of 300ml of very dark blood were removed from pericardial space. The drain was attached and secured into place. The patient was admitted to the intensive care unit (ICU) for observation where blood pressure remained stable and the patient continued to be monitored with the drain in place. No further information was provided at the time of this report.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman truseal access system (was) were selected to be used. The patient was under general anesthesia. During the procedure, transesophageal echocardiography (tee) images showed a small pericardial effusion around the circumference, mainly on the posterior aspect of the heart. Access was obtained in the right femoral vein, and a non-boston scientific (bsc) french press was inserted for transseptal access under tee guidance, with position in the mid/mid area of the fossa. A non-bsc j wire was advanced through the sheath into the left pulmonary vein. The sheath was exchanged for the was truseal. A pigtail catheter was inserted through the was sheath, and an angiogram of the appendage was obtained. A 31mm closure device was selected, prepared and deployed in the laa with a singular deployment without difficulty. Measurements were obtained and sizing and position were acceptable; the closure device was released. Post effusion check was performed, and a larger posterior effusion was noted that appeared to cause diminished left ventricle (lv) filling. The patient's blood pressure remained stable. A pericardiocentesis was performed under ultrasound and x-ray guidance. A total of 300ml of very dark blood were removed from pericardial space. The drain was attached and secured into place. The patient was admitted to the intensive care unit (ICU) for observation where blood pressure remained stable and the patient continued to be monitored with the drain in place. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.